Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (insulin on board calculation) issue. The customer alleged that the insulin on board was not calculating correctly into the bolus total. This complaint is being reported because inaccurate insulin on board calculations could cause the user to improperly dose. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 05/30/2017-product analysis: the device was returned and evaluated by product analysis on 05/09/2017 with the following findings: the complaint could not be duplicated or confirmed with investigation. The pump successfully completed a prime sequence and bolus deliveries without issue or alarm. This insulin-on-board calculation feature was found to be functioning appropriately during bolusing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.